Event description:
Patient underwent CABG of the lad artery on 5/26/94. The patient was defibrillated twice with internal paddles and 10 joules following the bypass. The patient jumped during both defibrillations. Mild muscle burns were noted in the heart. The chest was closed and additional surgery (repair of femoral psuedo-aneurysm) was performed. Approximately one hour later, patient sustained v-fib. The chest was re-opened and patient was defibrillated with 30 joules without jumping. The patient was transferred to the ICU until 5/28/94 and then to the telemetry unit where he remained as of 6/2/94.